Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('good bye cramps') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hot flush ("heat flashes") and mood swings ("horrible mood swings"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower had resolved and the hot flush and mood swings outcome was unknown. The reporter considered abdominal pain lower, hot flush and mood swings to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: mood swings, hot flush and abdominal pain lower. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('good bye cramps') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), hot flush ("heat flashes") and mood swings ("horrible mood swings"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain lower had resolved and the hot flush and mood swings outcome was unknown. The reporter considered abdominal pain lower, hot flush and mood swings to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: mood swings, hot flush and abdominal pain lower. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.